Event description:
It was reported that during implant of this right ventricular (rv) lead, high out of range pacing impedance measurements greater than 2,000 ohms and no pacing was observed upon connection of the lead to the header of the pacemaker. An attempt was made to remove the lead to use another lead, however, the helix was unable to be retracted, so the lead was surgically abandoned and a new lead was successfully implanted without incident. No adverse patient effects were reported. The lead was surgically abandoned and will not be returned.